Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced shock. Treatment for the event of shock was not reported. On an unreported date, dianeal therapy was discontinued and the peritoneal dialysis catheter was removed. On an unreported date, the patient¿s peritoneal effluent was clear and the patient was reported to have recovered from the peritonitis event. It was not reported if the patient was recovered or was recovering from the event of shock. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the attendant performing capd without proper training. On the day of onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancogen injection (1 gram, route, frequency, and duration not reported) and ceftazidime injection (1 gram, route, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapies were ongoing. The patient was recovering from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.